Event description:
A pt reported that she was initially skin tested at the right forearm on an unk date in 1999. Within twenty four hours later, the physician observed the skin test site, noted no symptoms, and then treated the pt at the vermillion borders. Within a few hours, she noticed induration at the skin test site and the treatment sites, which, 5 months later, was still present. In addition, the pt stated that within a few months, she noticed an exacerbation of her rheumatoid arthritis that had been diagnosed when she was age 7, many years ago. The pt did not inform the physician, who treated her with the collagen, of her symptoms, but did not contact a rheumatologist. The pt did not have info about whether the rheumatologist considered there to be any association between the product and her exacerbation of rheumatoid arthritis. No medical or surgical intervention was planned or prescribed. The pt was not willing to have the co contact the rheumatologist or the physician who treated her, and she was not willing to provide any other info.